Event description:
Customer reports, drain bag did not allow the urine to flow into the tubing due to a "restriction" at the top of the connector or tubing. As a result urine could not flow into the bag and the pt contracted a kideny infection which required him to spend two additional weeks in the hosp.

Manufacturer narrative:
Three samples were returned and evaluated. Functional testing on the anti-reflux connector for ventt filter function found one unit defective. This item is purchased from a vendor. Record review found co's incoming inspection found no defects for connector failures. The mfg plant will notify the vendor so that they can determine the root cause of the defect and detail corrective action. Please note that this report may be based upon info not yet verified by sherwood davis and geck to be complete and accurate. Furthermore, this report does not necessarily reflect a conclusion or admission by sherwood davis and geck that one of it products has caused or contributed to a death or a serious injury or that one of its products has malfunctioned.